Event description:
The ge service rep found that the customer was starting to get a half moon image after collimation.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.